Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter was entered into the patient's vein successfully, but upon removal, the safety shield failed as the needle detached from the hub. No excessive force was reportedly used. The following information was provided by the initial reporter: successful insertion of vps into patients vein and no apparent issues. On removal / activation of the safety device, the sharp detached from the safety device feature/hub. An experienced user of the product and said that she was not heavy handed or rough on activating the safety device. There was no tugging or excessive force used. This has happened on a 3 or 4 previous occasions, but this is the first time she has reported it.

Manufacturer narrative:
Investigation: 1 photo was returned for investigation. The returned photo shows that the tether end on the needle hub is detached. The 2 representative samples were subjected to visual inspection and separation force functional test. The 2 representative samples passed the acceptance criteria. No abnormality was observed. No abnormality observed after activation. The tether end is able to be attached with the needle hub. A review of the past 12 months qn for catalog 393224 was performed. There is no related qn on defect or condition of nonconformance reported. Therefore the root cause cannot be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter was entered into the patient's vein successfully, but upon removal, the safety shield failed as the needle detached from the hub. No excessive force was reportedly used. The following information was provided by the initial reporter: successful insertion of vps into patients vein and no apparent issues. On removal / activation of the safety device, the sharp detached from the safety device feature/hub. An experienced user of the product and said that she was not heavy handed or rough on activating the safety device. There was no tugging or excessive force used. This has happened on a 3 or 4 previous occasions, but this is the first time she has reported it.